Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's clinic wants to confirm the validity of the sensor pressure readings. As a result, imaging and a recalibration may be pending.

Event description:
Follow up revealed that the patient was recalibrated by 27.3 mmhg via an echocardiogram due to the implant recalibration having electromagnetic interference.